Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(4)) generated an "air trap warning" alarm. The customer provided no further information. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4)) generated an "air trap warning" alarm" was confirmed during the event log review but was not reproduced during the functional testing. The root cause for the reported "air trap warning" alarm was the overflow of saline into the air trap chamber, as indicated by the presence of dried saline traces on the air trap sensor block and its pc board. There was no history of start-up kit (suk) leak complaints reported by this customer. Upon visual inspection, no physical damage was observed. The event log review indicated several alert_saline_empty messages around the customer's reported event date: thus, confirming the reported complaint. The thermogard xp ivtm system passed the power-on self-test without any issues. Upon further inspection, noted dried saline traces on the air trap sensor block and its pc board. The air trap sensor block with board was replaced to address the customer's reported complaint. Following service, the thermogard xp ivtm system passed all the final functional tests without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(4).